Manufacturer narrative:
During a revision of a non-ctl system, a ctl driver tip sheared while removing screws that were tightly in place & caused a 5-minute delay. No x-ray or patient's bone condition, or other details were provided. Possibly the driver failure was due to deviation of IFU or a combination of hard bone and an incompatible screw/driver combination, or improper use that exceeded the material strength.

Event description:
Reported to ctl on (B)(6) 2025: during a spinal pedicle screw revision case, the surgeon was trying to remove the previously placed screws (not ctl amedica screws). It was observed those screws were much more firmly held in place than anticipated. When putting a lot of force into backing the screw out, the driver tip sheared and lodged into the head of the screw. The driver tip was recovered from the screw safely and no harm to the patient occurred.